Event description:
Right-side capsular contracture baker grade unknown.

Manufacturer narrative:
Sientra complaint #: case (B)(4). Investigational device [ide], no expiration date or date of manufacture available. At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.